Manufacturer narrative:
Date of event: exact date unknown, event occurred few weeks after the implant date.

Event description:
It was reported that the patient could not feel much stimulation at all due to lead migration. The physician opted to replaced the lead and the patient was doing well postoperatively. The explanted lead will not be returned.